Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s wife re-reporting the same information they did in their original call. They stated that the patient needed a non-device related MRI of their head and hadn¿t used the device in quite a few years so the patient needed to see their healthcare provider to confirm the device was off before they do an MRI. They stated that the reason for their call was due to them needing hcp listings as the only doctor the patient worked with (their primary care provider) would not invite a rep to their office. A list of hcp were emailed out. Additional information was also received from the rep reporting that the cause of the ins not being functional was due to the ins being overdischarged. They stated that it was not, that it was not functional, but that their device was overdischarged. The reported that they suggested the trickle charge to wake the ins back up, but it had b een overdischarged for three years. The patient¿s wife stated they didn¿t want it to wake back up, they just wanted to be able to put it in MRI mode for an MRI their physician was requesting. The rep stated that they told them that the system was not MRI safe. The rep stated that they didn¿t know the name of another manufacturer representative (rep) the patient met with previously. They stated the patient didn¿t tell them that they had previously communicated with another rep. It was also unknown when they spoke with that rep. The patient¿s weight at the time of the event was asked but was unknown. It was indicated that the provided information had not been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs) . It was reported that the patient's implantable neurostimulator (ins) had not been active for 3 years and it might be longer. The patient had not used the device in a couple of years because it had not helped their symptoms. Therapy was not helping since maybe around 2014 or 2015. The patient had been charging the device despite having the device turned off and not using it but the patient had not been using the device at all and the device was not active and not functional. The patient needed an MRI of their brain and were informed that the device must be active in order to put it in safe mode. It was confirmed the reason for MRI was unrelated to the scs system. The caller thought that maybe the patient had an MRI done before without having to do all of this. A couple of years ago the consumer thought the patient would try to use the device again and had met with a manufacturer representative. The consumer could not recall the date of the manufacturer representative meeting. No further complications were reported.